Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During preparation for use of the device for cardiopulmonary bypass procedure, the user observed a "check module" error message displayed on the central control monitor. The biomedical engineer installed another level module to complete the preparation for surgery. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the patient, as a result of this event.